Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include the additional information received regarding the event. This report is being submitted to correct this data. Date received by manufacturer; corrected data: the previously submitted MDR inadvertently did not provide the correct date for this field. The date should have been indicated as (B)(4) 2015. This report is being submitted to correct this data. Follow-up type; corrected data: the previously submitted MDR inadvertently did not also select ¿additional information¿ for this field. This report is being submitted to correct this data.

Event description:
An adverse event form for a study patient was received indicating that the patient experienced dysphonia. It was noted that the dysphonia was ongoing and was mild. It was noted to be related to the implant procedure, but not vns stimulation. Treatment was modified and vns stimulation was initiated at low settings. The patient was not recovered and the event was not resolved. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient's event had resolved on (B)(6) 2015.

Event description:
Additional information was received clarifying that the event resolved on (B)(6) 2015. The only intervention taken was to initially program to the patient¿s device to low settings. The event was deemed to be a non-serious adverse event by the provider.

Manufacturer narrative:
Suspect device UDI: (B)(4).